Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to acute cardiac arrest and respiratory failure suspected to be caused by right ventricular failure/dysfunction. Right heart failure had existed prior to the implantation of the heartmate device and was optimized. It was unknown whether a heartmate-related issue contributed to the patient's right heart failure. The log files showed that the pump was seeing a reduction in blood volume towards the end of the event log file on (B)(6) 2021 from 05:59:00 to 06:44:47. Low flow alarms were noted, which the site suspected were due to reduced preload. Normal pump parameters were noted in the previous days prior to the last event. The patient had been functioning well as an outpatient. Paramedics responded to a call regarding acute respiratory distress, and the patient was intubated en route to the hospital. The patient's family declined an autopsy and device explant. The pump was not returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 27sep2019. Heartmate 3 lvas IFU section 1 entitled ¿introduction¿ lists right heart failure, respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Evaluation of the submitted log files confirmed low flow alarms. Although a specific cause could not conclusively be determined through this evaluation, the account suspected these alarms were due to reduced preload. Additionally, a specific cause for the reported respiratory failure, cardiac arrest and right ventricle failure as well as a direct correlation to the heartmate 3 lvas, serial number: (B)(6) could not conclusively be determined through this evaluation. The submitted controller event log file contained data from on (B)(6) 2021 at 18:06:43 to on (B)(6) 2021 at 7:10:37. On (B)(6) 2021 there were multiple captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 27 low flow faults and 8 low flow alarms. Additionally, on (B)(6) 2021 at 7:08:16 the driveline was disconnected and resulted in a pump stop. The driveline disconnect event corresponds with the patient¿s death. Prior to these events, there were no abnormal events. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The patient¿s family declined an autopsy and device explant. The pump will not be returned. No product is available for investigation. No further information was provided. The manufacturer is closing the file on this event.